Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 10mm amplatzer septal occluder was chosen for implant using a amplatzer trevisio intravascular delivery system. During implantation the left atrial disc took on a cobra deformation. The device was not released from the delivery cable and had no interaction with cardiac structures. The device was recaptured and replaced with another 10mm amplatzer septal occluder which was implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, the minimum recommended size delivery system for use with a 10mm septal occluder is an 6f. A 7f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2022, a 10mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system. During implantation, the left atrial disc took on a cobra deformation. The device was not released from the delivery cable and had no interaction with cardiac structures. There was no angulation or kink noted in the delivery system. The device was recaptured and replaced with another 10mm amplatzer septal occluder, which was implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.